Event description:
During the procedure, the generator displayed an error message and stopped working when the physician moved to the second run. The procedure was abandoned and there was no adverse consequence to the patient.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy.

Manufacturer narrative:
The reported issue was not confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).